Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was adenosine with an unknown dosage and concentration. The reason for use was spinal pain. It was reported that the pump wasn¿t tacked down enough and the pump ended up moving and kept flipping. The patient ended up getting surgery and the pump was moved down. They did surgery ¿almost a year ago¿ in 2016 and it¿s working fine. The patient did not have medication, dosage or concentration as she was driving. There were no symptoms reported. There were no further complications reported/anticipated.